Event description:
It was reported to service and repair that the handpiece motor "stalls" and "no power." There was no report of patient impact or injury. During the failure analysis evaluation and testing of the returned device, the handpiece exhibited extreme temperatures of approximately 227 degrees in less than one minute running at speeds between 47000 and 56000 rotations per minute (rpm). The extreme heat failure with this product has not been known to cause or contribute to a serious burn in a review of the product complaint history; however, this temperature could potentially cause or contribute to a serious burn to the user and/or patient if it were to contact skin. The malfunction was identified during analysis and there was no patient involvement.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device was returned to service and repair for an evaluation of "no power/motor stalls." The evaluation and testing of the device showed the handpiece heated up rapidly in less than a minute. The handpiece ran between 47000 - 56000 rpm's with a maximum temperature of 227.3 degrees. The technician reported the device heated too rapidly to measure exact speed of rotation when the temperature exceeded 120 degrees. The result of the evaluation found the most likely root cause of the device overheating is corroded bearings and this also likely caused the motor to stall and to power off.